Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose decreased to 3.2 mmol/l (57.6 mg/dl). The needle reportedly did not retract and the patient was bleeding from the insertion site (arm). The pod was worn for between 4 and 24 hours. As treatment, sugar tablets were ingested and a new pod was applied.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The data downloaded from the device did not show any timeouts or drive stalls during the run. No damages or defects were observed that would result in a needle mechanism failure, a root cause for the reported event could not be determined. No blood was observed on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found.